Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the wireless footswitch had a crack was confirmed. It was found that the device had broken inserts and a cracked housing. However the repair of the device was declined and was placed into long term hold. User mishandling of the device or a possible fall would have caused the physical damage to the foot switch. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the wireless footswitch device had a crack. During in-house engineering evaluation, it was determined that the device had broken inserts and a cracked housing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.